Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professionals (hcps) regarding a patient receiving baclofen (2000 mcg/ml at 1039.6 mcg/day) via an implanted pump. The indication for pump use was cerebrovascular accident/stroke. On (B)(6) 2020 the hcp reported that the patient was unconscious and was admitted to the ICU (intensive care unit). The patient had a pump refill on (B)(6) 2020 and was then brought to the hospital that day. The hcp thought the patient could have baclofen in their system then later during the call stated there was a suspicion that in the pump was a mixture of fentanyl and bupivacaine. The hcp wanted the pump shut down. During the call, she stated that a company that was responsible for assisting them with programming responded to her stating that they could come and program the pump off. The hcp was given the information to contact the manufacturer¿s national answering service to page a company representative, but she stated that she was going to contact the other company and if they could not come, she would call the manufacturer¿s national answering service for a company representative. Additional information was received later on 30-jan-20 20 from a different hcp who reported that the patient had a refill on (B)(6) 2020 and hours after it the patient became unresponsive. The hcp believed the pump might have been filled with the wrong medication during the refill. The patient was currently in the ICU, intubated, and sedated. This hcp stated that they had tried to contact their local representative, however, had not been able to get a response back. She stated that the neurologist who was attending the patient wanted to empty the pump and fill it with the correct medication. The hcp wanted to get in touch with a company representative for assistance with this. The hcp was transferred to the manufacturer¿s national answer service to get in touch with a company representative. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported on (B)(6) 2020, the pump was filled with home care infusion company. On (B)(6) 2020 the family brought the patient to the hospital. On (B)(6) 2020 the writer coordinated with manufacturer representative (rep), home infusion company, and outside hospital to attempt pump drug change per hcp order. The writer spoke with managing hcp and patient was transferred to another hospital. Medication was changed per hcp order. The drug was exchanged in pump for baclofen 2000 mcg/ml (40ml) and decreased the rate to 900 mcg/day (about 13% decrease). No further complications were reported.